Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for clavicle shaft fracture with the products in question. Five variable angle (va) locking screws were used in the proximal region and four va locking screws were used in the distal region. The surgery was completed successfully without any surgical delay. After surgery, the patient remained on bed rest due to multiple rib fractures. On (B)(6) 2026, it was observed that the plate fixation had failed. Of the four distal screws, the third and fourth screws from the distal end were fractured. The first and second distal screws were dislodged from the bone while still locked to the plate. No changes were observed in bone, plate, or screws in the proximal region. The surgeon commented that the thinness of the screw could lead to insufficient strength in the implant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.